Event description:
Internal programming history was reviewed. On (B)(6) 2011 the patient's device was interrogated and the settings were 1.75ma / 20 sf / 250 pw / 30 seconds on time / 1.1 minutes off time, a system diagnostic was performed, then a generator diagnostic was performed, a final interrogation was not performed. On the next recorded visit the first interrogation the device settings were 0 ma / 30 sf / 500 pw / 30 seconds on time / 5 minutes off time, which are indicative of a successful generator diagnostic. Their settings were corrected at a later visit on (B)(6) 2012.

Manufacturer narrative:
Analysis of programming history.